Event description:
It was reported following magnetic resonance imaging (MRI) that the implantable cardioverter defibrillator had gone into backup mode. The device was appropriately set in MRI settings before the imaging. The device was reprogrammed and successfully restored back to prior settings. The patient was stable and asymptomatic.